Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service technician went onsite and evaluated the device. Technician found leak from pr-3. Replaced pr-3 regulator. Replaced bad max paw switch. Adjusted negative voltage on power supply. Perform 2k preventive maintenance. Performed alarms check. Performance test passed. Power supply will be reassembled by in house biomed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported airway pressure is not building when trying to pressurize the circuit on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.